Event description:
It was reported the clip applier was used in an unknown procedure. It was reported the clip applier "was not clipping right". Another device was used to complete the case. No pt consequence.